Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown. The local service engineer was reporting the light guide lens of the device was cracked. Omsc assumed a potential cause as follows. The light guide lens of the device was cracked by some cause. The foreign matter entered the inside through the crack in the light guide lens and adhered to the inside of the light guide lens of the device. The instruction manual of the device states the corresponding method in case of an abnormality.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the dirt of the inside the light guide lens of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.